Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via ipsilateral approach. The 99% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. After a 0.0035inch/150cm guidewire crossed the lesion, pre-dilatation was performed resulting to 25% residual stenosis. A 7.0x60x75cm express ld vascular stent was advanced but failed to cross. When the device was removed, it was noted that the stent edge was lifted. The procedure was completed with a different device. There were no patient complications reported.